Event description:
The reporter indicated the surgeon was inserting a 16.5 diopter aa4204vl silicone single piece lens but the cartridge was too tight and scratched the lens. There was no patient contact.

Manufacturer narrative:
(B) (4) - other, cartridge is too tight - eval results - a cartridge lot number search was performed and one similar complaint was found. Conclusions - based on the complaint history and the lot number search, a specific root cause of the event could not be determined. (B) (4).